Event description:
The facility representative reported reported ¿when the nurse was using it, it was showing a rate of 100 mls. Per hour, but in actuality it pumped 900 mls. In 2.5 hours.¿ according to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
.